Manufacturer narrative:
Date of event: estimated as (B)(6) 2022 as the complaint was reported in (B)(6) 2022 with this event occurring post launch of the watchman flx delivery system.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. A thrombus formed on the closure device at an unknown time and the patient was placed on blood thinners in response. The thrombus was reported to have resolved. Boston scientific was not previously notified of the thrombus at the follow up appointment. No patient complications were reported related to the thrombus.